Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during a gastroscopy procedure performed on (B)(6), 2010. According to the complainant, upon withdrawal of the second biopsy sample from the scope, the physician noted that the jaws/cups had detached from the device and remained inside the patient. The physician deemed there was very little risk and did not attempt to retrieve the device fragments. The procedure was completed with another radial jaw 4 single use biopsy forceps standard capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additionally, the site reported the patient's current status as being well.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during a gastroscopy procedure performed on (B)(6), 2010. According to the complainant, upon withdrawal of the second biopsy sample from the scope, the physician noted that the jaws/cups had detached from the device and remained inside the patient. The physician deemed there was very little risk and did not attempt to retrieve the device fragments. The procedure was completed with another radial jaw 4 single use biopsy forceps standard capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additionally, the site reported the patient's current status as being well.

Manufacturer narrative:
A visual examination of the returned device found that the unit presented two jaws, the eyelet pin and the washer were missing due to a riveting failure. A functional test was not performed due to the returned condition of the complaint sample. The condition of the returned incident device was consistent with the complaint; head of forceps detached. The distal section (jaws, washer and eyelet) was detached from the clevis due to riveting failure. Based on all gathered information the most probable root cause is manufacturing. There is a corrective action in progress to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4)